Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00281: plate. 3025141-2017-00282: screw 1. 3025141-2017-00283: screw 2. 3025141-2017-00284: screw 3 3025141-2017-00286: screw 5. 3025141-2017-00287: screw 6. 3025141-2017-00288: screw 7. 3025141-2017-00289: screw 8.

Event description:
An implanted clavicle plate bent postoperatively and was explanted.